Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the battery door of the epg was stuck. Battery drawer would not open when pressing eject button, no batteries in drawer. Battery drawer was out of specification - mechanical. It was also noted that capacitor c277 was damaged on main pcb, upper case was broken, encoder assembly was contaminated, four knobs were contaminated, battery drawer was contaminated inside, six plugs were damaged, two output connector nuts were contaminated and one hanger screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The epg was returned for service. There was no patient involvement. The external pulse generator subsequently tested out of specification during manufacturer's analysis.